Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Manufacturer narrative:
MDR has been voided due to it being a duplicate record.

Event description:
Pending revision - reason not reported.